Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced on (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please correct this report 2017865-2015-00145, the same issue was reported as 2017865-2010-04088.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.